Manufacturer narrative:
The devices associated to the complaint were returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. The complaint description states that the components were accidently mismatched during primary surgery. The incorrect pe cup size was used. This mismatch of components will lead to the implant being less stable and room for sliding. Based on the information received and the investigation performed, the root cause of the incident is attributed to a user error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Procedure: reverse shoulder replacement revision due to dislocation. The components were initially mismatched and the surgeon believes that contributed to the dislocation.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed

Manufacturer narrative:
Additional narrative: the devices associated to the complaint were returned for analysis. The DHR analysis performed did not reveal any anomalies that could be related to the issue reported on the complaint. The complaint description states that the components were accidently mismatched during primary surgery. The incorrect pe cup size was used. This mismatch of components will lead to the implant being less stable and room for sliding. Based on the information received and the investigation performed, the root cause of the incident is attributed to a user error. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).